Event description:
Multiple abscesses [abscess]. Case description: spontaneous report was received on (B)(6) 2012, from a physician via a sales representative, regarding a female patient, (initials and date of birth unknown) undergoing a cesarean section. The patient's medical history was not provided. On an unspecified date, the physician cut a sheet of seprafilm into two pieces. The physician dipped the cut sheets in saline to help him mold the film. On an unspecified date, the patient experienced an infection with multiple abscesses. On an unspecified date, all cultures came back negative. The physician reported that the patient ended up requiring a hysterectomy. The action taken with seprafilm treatment was not provided. The outcomes for the event of multiple abscesses was not provided. Concomitant medications were not provided. The intensity for the event of multiple abscesses was not provided. The relationship between seprafilm and the event of multiple abscesses were not provided by the reporting physician. Please see (B)(4) for other cases from the same reporter.

Manufacturer narrative:
The benefit-risk relationship of seprafilm is not affected by this report.